Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cassette sensor defective¿ was confirmed. The probable cause was the latch lock sensor was defective. Further investigation found the downstream occlusion (dso) sensor was defective. The latch lock sensor and dso were replaced. The device event log/alarm history was reviewed and there were no errors related to the customer complaint. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿cassette sensor defective¿; during device evaluation it was found the downstream occlusion seal was defective. The issue was found during testing.